Event description:
The manufacturer received information alleging a malfunction of the oxygen flow sensor. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer's complaint was confirmed. The device's internal pressure tubing was reconnected and the device was recalibrated to address the issue.